Manufacturer narrative:
A partial lead with the connector portion measuring 18.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00662. It was reported that when the patient presented in clinic for a follow up, high pacing impedance, intermittent capture and high capture threshold were observed on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2020. The patient was stable.